Manufacturer narrative:
As reported by the legal department, a patient had a trapease inferior vena cava (ivc) implanted. The device malfunctioned during deployment and migrated towards the heart. As a result, the plaintiff has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. A formal investigation was conducted by the implanting facility/hospital as to the cause of the event. The investigation concluded her "filter was placed in a manner consistent with expectations, however its failure to deploy as it should have was due to a device malfunction." No additional information is available. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal department through (B)(6) vs. Cordis, the plaintiff had a trapease inferior vena cava (ivc) filter implanted. The device malfunctioned during deployment and migrated towards the heart. As a result, the plaintiff has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. A formal investigation was conducted by the implanting facility/hospital as to the cause of the event. The investigation concluded her "filter was placed in a manner consistent with expectations, however its failure to deploy as it should have was due to a device malfunction." No additional information is available.